Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain, 20 I 'd gained before removal, 20 more since removal"). The patient was treated with surgery (essure removal in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : weight increased and medical device removal." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain, 20 I 'd gained before removal, 20 more since removal"). The patient was treated with surgery (essure removal in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: weight increased and medical device removal." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.